Event description:
A complaint was received from customer that reported after they change the batteries the date and time were incorrect. While on the phone a review of the system was conducted. It was learned that some of the segments were missing in the "tens position". A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.